Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the lock/unlock screen. Additionally, it was reported that the insulin gauge displayed "0 units" and the time and date on the pump was inaccurate. Customer¿s blood glucose level was 110 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.